Event description:
According to the reporter, the shock button on the device is broken and has come off. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that the shock button was torn away and missing from the main keypad. Physio replaced the keypad and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.